Manufacturer narrative:
On 07/27/18, it was reported to mentor that the patient race is caucasian, the date of explantation is (B)(6) 2018. The procedure was removal with mentor silicone gel replacement. There were no complications. The patient had fully recovered. The affected device was confirmed to be the right implant lot number tx1832127. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/30/18, it was reported to mentor that the serial number is (B)(4). This is a serial number and not a lot number. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/10/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears cloudy. Brown material was observed within the device and on the shell surface. Upon initial inspection, the device was severely rented. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with gel mentor memorygel breast implants 400cc and experienced rupture on the right breast implant. The rupture was confirmed by the MRI by the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 08/01/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the date problem observed was (B)(6) 2018. The replacement devices were gel mentor memorygel breast implants 400cc. Manufacturer¿s reference number: (B)(4).